Manufacturer narrative:
Device evaluated by manufacturer additional information updated the axium coil was returned for evaluation and the clinical observation could not be confirmed. As received, the implant coil was found knotted at the distal portion, extending out from the distal end of the introducer sheath, and detached from the pushwire. The instant detachers were not returned for evaluation as they were discarded. The pushwire was found broken on its proximal end with the release wire extending out for the length of approximately 2.0cm. The proximal end of the pushwire containing the tack weld replacement (twr) crimps was not returned. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). Additionally, the pushwire was found bent at the proximal end. Device testing was performed successfully in that the release wire pushed back. All other subassemblies appeared to be normal and no other anomalies were observed. Instant detachers and portion of the pushwire containing the tack weld replacement (twr) crimps were not returned; therefore, the cause for the difficulty during detachment with the instant detachers could not be determined. In regards to the difficulty encountered during the attempt at manual detachment (via hypotube), it is likely that breaking the pushwire at an incorrect location led to the reported difficulty. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). It is possible that the release wire pulled back momentarily, or the damage to the retainer ring led to the eventual detachment of the implant coil. It is possible that the implant coil detached during return to medtronic for evaluation as the customer did not report the detachment of the implant coil. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of a small unruptured, amorphous aneurysm located in the ophthalmic artery segment, with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that after microcatheter was placed at the right place, the coil was delivered to aneurysm completely. The physician tried to detach the coil two times with first instant detacher but coil did not detach. Then used another instant detacher but still coil did not detach. Then physician tried with two times with manual method but still coil did not detach. The physician removed this coil and used another coil to complete the procedure. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.